Event description:
It was reported that the leadless pacemaker exhibited unacceptable sensing, pacing impedance and capture thresholds. It was suspected that the helix was damaged. The device was not used, and a new one was implanted. The patient was stable.